Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead due to t-wave oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance with patient alert for superior vena cava (svc) coil lead impedance equal to 102 ohms on (B)(4)-2011. Weekly high voltage measurement log data show varying impedance and increase for max svc equal to 80 to 102 ohms peak between (B)(4)-2011 and (B)(4)-2012. Also, there was oversensing with ventricular fibrillation equal to 210 ms average v-cycle on (B)(4)-2012.